Event description:
It was reported that the patient underwent a revision procedure 9 months post implantation due to a femur fracture in which the stem and head were revised. The components were removed and replaced. Also, plates, screws and wires were implanted to stabilize the fracture. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h2, h6, h11.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that that patient underwent a revision procedure 9 months post implantation due to fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} proposed component code: mechanical (g04)- stem visual examination of the provided pictures identified the explanted stem, covered in bio-debris. The head and bearing are still assembled to the stem. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided for the timeline in relation to the revision. No complications were noted during the initial. A definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Attempts have been made to gather all product identification information, and no further information has been provided.

Event description:
No further information at the time of this report.